Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of breast pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain.

Event description:
Patient's legal representative reported through company representative "breast tension pain" and "worried about potential health problems associated with recalled devices." Patient's representative also reported "increasing migraine attacks", "chronic exhaustion", "nausea", "breast implant illness (bii)." This record is for the left side. Device was explanted and replaced. Device will not be returned.